Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The unit was unable to power on using either ac or battery power. A known good ui board was installed and the unit was able to power on and off normally. The customer's ui board was reinstalled and the unit was able to power on and off normally. A potential loose connection between the ui board and keypad flex cable results in the unit intermittently unable to power off or on and can potentially cause the unit to power off on its own. A service history record review reveals that this unit was in the field for over five (5) years with no previous confirmed issues related to this reported event.

Event description:
The customer reported the device powers off by itself regardless if it's running on ac or battery power. No patient impact or consequences were reported.